Manufacturer narrative:
The field service representative could not determine a cause. He checked and verified multiple parts of the analyzer were performing correctly. All calibration and qc passed. The investigation did not identify a product problem. The cause of the event could not be determined. The provided calibration and qc data did not indicate a reagent or instrument issue.

Event description:
The initial reporter received a questionable troponin t stat result for one patient sample from the cobas 6000 e 601 module. The initial result was 0.116 pg/ml and was reported outside of the laboratory. The sample was repeated on the same analyzer and another cobas 6000 e 601 module and the result was < 0.01 pg/ml. The patient was administered heparin, but was not adversely affected. The reagent lot number was 39006601 with an expiration date of 31-mar-2020.